Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level of 281 mg/dl. Reportedly, air bubbles were observed. Customer declined troubleshooting and did not provide any further information.